Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "double beep" was not available in the event log. Visual and functional testing was utilized in the investigation of the pump. The pump was found to be "double beeping" when batteries were inserted and the pump was powered up during testing. Fluid ingression was found on the pump at chassis base of the downstream occlusion sensor and this fluid ingression was identified as causing the issue with the downstream occlusion sensor. The root cause was determined to be user induced fluid ingression due to improper cleaning of the pump. The downstream occlusion sensor was replaced to correct the problem. The device subsequently passed functional/delivery tests.

Event description:
It was reported that during testing a smiths medical pump exhibited a double beep alarm indicating the cassette was not attached properly with cassette attached.